Event description:
It was reported by the clinician that the catheter was in place and one of the lumens broke below the hub. As a result, the catheter was exchanged over a wire. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.